Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had leakage from the distal end. The issue was found during reprocessing. Inspection and testing of the returned device found the channel tube was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found watertightness was lost due to a pinhole on the bending section rubber and foreign material was coming out of the distal end due to a clog in the channel tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reprocessing was not completed due to occurrence of water leakage at bending section which led to the foreign material remained in the biopsy channel. Olympus will continue to monitor field performance for this device.